Event description:
It was reported that perforation and pericardial effusion occurred during reposition of the right ventricular (rv) lead. A pericardial drain was positioned. Initially repositioning was not successful, as the lead had no rv capture. A tamponade occurred during the second repositioning attempt which was related to the implant procedure. Finally the lead was repositioned successfully and is still in use. The patient is a participant in the marc post market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4076 implantable pacing lead, (B)(6) 2012; 4194 implantable pacing lead, (B)(6) 2012. (B)(4).